Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed this device was installed by the customer in (B)(6) 2009 and that it had performed to specification up to (B)(6) 2010. The information obtained from the device showed evidence the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration beginning on (B)(6) 2012 and continued through to (B)(6) 2012 and recurring again from (B)(6) 2011, during which time the pad pak that was installed (lot number of this pad pak not known) had become depleted. The device would have gone into fault mode with the status indicator flashing red and the device emitting an audible warning message. The device remained in this fault mode for 8 months. A new pad pak was installed and subsequently removed in (B)(6) 2011. This pad pak was reinserted in (B)(6) 2012. Again during these two periods, there was evidence to suggest the device was switching itself on automatically. Testing of pad pak (lot 578) returned with the device showed that this pad pak was significantly depleted. The use until date of pad pak (lot 578) was 01/2013. Investigation did not confirm a fault with the device or any component in the device. The device switching itself on is a known symptom of a damaged or faulty membrane. Although in this event there was no fault measured, it is probable that damage has been caused to the membrane, which has affected the device causing it to switch itself on automatically, which resulted in the premature depletion of the pad pak. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.